Manufacturer narrative:
The post market surveillance department has requested medical records. The device was not returned to the manufacturer for analysis. A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
During a follow-up call with a peritoneal dialysis (pd) patient it was reported she had problems with her blood pressure on (B)(6) 2015 and ended up going into the hospital. The pd patient stated she was not sure if it was cycler related but her bp was very high, and then dropped really low while she was at the hospital. Follow-up was made with the pd patient's dialysis clinic manager, who stated the patient had a history of hypertension and was hospitalized on (B)(6) 2015 due to a drop in her blood pressure after taking her blood pressure medication. The clinic manager stated the issue was unrelated to the patient's peritoneal dialysis treatments or cycler and there was no allegation of device malfunction. The patient continued completing peritoneal dialysis treatments while hospitalized, thus no treatments were missed. The clinic manager stated the patient was currently still hospitalized, and upon discharge was expected to continue to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy with the cycler. Medical records were requested.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. All device history records (DHR) are reviewed and released according to the DHR review checklist and release procedure. A device is not released if it does not meet requirements or is nonconforming. In addition, the device record review confirmed the labeling, material, and process controls were within specification. Several unsuccessful attempts have been made to obtain medical records related to the event. If additional information should become available, a follow-up report will be submitted.